Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: g1.

Event description:
No new information.

Event description:
It was reported that during a case using the cranial guidance software, the accuracy was off after transferring the mask registration. After several attempts to regain accuracy, the surgeon opted to abandon navigation. The procedure was completed successfully with no impact to patient and a surgical delay of 30 minutes.